Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes had underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the draw was less than lower spec limit for draw volume. During our internal study, draw volume failure (below the -19% requirement within the labeled shelf life) was observed for glucose and heparin products. The shelf life plots as well as some more technical information attached."

Event description:
It was reported during use the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes had underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the draw was less than lower spec limit for draw volume. During our internal study, draw volume failure (below the -19% requirement within the labeled shelf life) was observed for glucose and heparin products. The shelf life plots as well as some more technical information attached."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.